Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that an air bubble in the cartridge led to high blood glucose that required hospitalization. On (B)(6) 2017, the patient felt ill and began vomiting. The reading on his aviva combo meter was "in the 500's mg/dl." Patient was unable to self treat. Patient's mother noticed an air bubble in the cartridge. She drove the patient to the hospital where he was admitted due to diagnosis of diabetic ketoacidosis. Patient was treated with an IV of insulin, name and dosage is unknown. Patient was hospitalized from (B)(6) 2017. The lot number of the cartridge was not provided. The cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.